Manufacturer narrative:
D10: 1114304 244-24-11 - optetrak hi-flex tibial insert sz 4 11mm; 1255597 244-03-04 - optetrak asy, hi-flex ps cem fem, sz 4, right; 1911472 201-78-11 - holding pin small headed short 4 pack; 2149986 200-04-44 - cemented finned tib. Tra sz 4f/4t; 2163791 200-02-35 - three peg patella 35mm. PMA 510k cannot be determined; device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately unknown months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, discomfort, implant pain, inadequate osseointegration, muscle/tendon damage, nerve damage, and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.